Event description:
A (B)(6) old female patient's daughter called zoll customer support to report service code message 204. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service codes 204) has been confirmed. The cause for the service code is damaged yellow (ground), black (12v), green (+3.3v) and brown (-5v) wires inside the trunk cable connector. The cause for the damaged wires is a cracked trunk cable connector. The root cause for the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.